Manufacturer narrative:
Section a2, a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon observed a deep mark/scratch on the preloaded, monofocal, intraocular lens (iol) post implantation after the iol had unfolded. The surgeon decided to leave the iol in place rather than removing the device due to concerns regarding further patient risk. The iol was positioned so the mark/scratch would not affect the patient's visual outcome. There was no patient injury and no interventions were reported. The patient was informed of the issue. No further information was provided.